Event description:
During follow up for an unrelated alarm, the patient mentioned they had an infection. Product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incident. The nurse clarified the infection was a peritonitis caused by performing peritoneal dialysis therapy in a room with an open vent. The patient was retrained on how to perform pd therapy aseptically. The nurse stated this peritonitis is a recurrent peritonitis since (B)(6) 2012. The patient was not hospitalized but was treated with antibiotics. As an end result of the peritonitis, the patient's pd catheter was discontinued and the patient was transferred to hemodialysis.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient described as patient was performing peritoneal dialysis therapy in a room with an open vent. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.